Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the patient was just transferred in with the wound open. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.